Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed, and no anomalies were found.

Event description:
It was reported that a right ventricular (rv) lead integrity alert (lia) triggered for out of range impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.